Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of having excessive no delivery alarms for about a month. Customer changed site and set numerous times and issue continued. Customer's blood glucose was 500 mg/dl. Blood glucose was also between 300 mg/dl and 358 mg/dl. Customer reported that blood glucose was high due to healthcare professional mixing medications which had customer not feeling well. Customer's blood glucose was in the 100 mg/dl when reverted to manual injection. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. Device received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.